Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Evolve china clinical study it was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient presented due to unstable angina with objective evidence of silent ischemia and was referred for cardiac catheterization which revealed the target lesion located in the mid left anterior descending artery (lad) with 90% stenosis and was 16mm long with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of a 3.50x20mm study stent. Following post dilatation, residual stenosis was 0%. Three days post index procedure, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2015, the patient was diagnosed with unstable angina and the patient was hospitalized on the same day. Two days post admission, coronary angiography was performed which revealed 90% restenosis in the study stent located in the mid lad and was treated with percutaneous transluminal coronary angioplasty (ptca) with 10% residual stenosis. Two days post procedure, the event was considered recovered/ resolved and the patient was discharged on the same day.